Event description:
Provider states compressor were received from invacare with a broken fan and loud sounds. Provider also mentioned other comps are bad as well on the fax request. No additional information provided. Left a voicemail for provider in an attempt to gain additional information. Update 02.06.2015. I spoke with (B)(6) today on the phone and he advised that the following compressor are loud and not putting out enough pressure.